Manufacturer narrative:
(B)(4). Sjm could not evaluate the avpii involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the embolization remains unknown.

Event description:
A 20mm amplatzer vascular plug ii (avpii) was selected for use to embolize a collateral circulation from the portal vein to the inferior vena cava. The target vessel diameter was reportedly 12mm and a 20mm avpii was selected and successfully implanted. The next day, it was confirmed during postoperative routine follow-up that the avpii had embolized from its intended position into the pulmonary artery. The avpii was percutaneously removed. The target vessel remains patent and the patient is stable.